Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that after going transeptal with versacross connect for faradrive and dilator was taken out, the sheath was aspirated, and ton of air was pulled out. A break on the side port of the sheath was suspected. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that after going transeptal with versacross connect for faradrive, dilator was taken out, the sheath was aspirated, and ton of air was pulled out. A break on the side port of the sheath was suspected. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that a pressure bag was used for irrigation. No fluid leak or air in patient was seen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device found a kink near the middle of the shaft. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that after going transeptal with versacross connect for faradrive, dilator was taken out, the sheath was aspirated, and ton of air was pulled out. A break on the side port of the sheath was suspected. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that a pressure bag was used for irrigation. No fluid leak or air in patient was seen.